Event description:
Voluntary medwatch received states the previously capped right ventricular (rv) lead exhibited infection. The rv lead remained surgically abandoned. There were no patient consequences reported.

Manufacturer narrative:
Voluntary medwatch report received: mw5158820